Event description:
A medtronic ent rep reported the system stopped tracking em instruments. In diagnostic window there is "axiem communication error" displayed as well as "emiterr communication error." The site attempted re-booting, and re-connecting cables, however, that did not correct the error. The ent procedure was completed with the use of the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
RMA issued. Troubleshooting at site finds the em generator is faulty; recommendation is to replace generator. MFR has not received the suspect part back for eval at the time of this report.

Manufacturer narrative:
Electro-magnetic mobile field generator has been returned to manufacturer for evaluation electrical evaluation conducted finding: confirmed "axiem system not communicating error". There is also a "low drive error". Diagnostics shows a fault on coil #5.